Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set adhesive came off due to weak adhesive over the past year. The patient's blood glucose was adversely affected and reported at 300mg/dl trace amounts of ketones were found.. A correction bolus was administered to address the high blood glucose. No permanent injury was reported. See MFR: 2183502-2016-02190, 2183502-2016-02191, 2183502-2016-02205, 2183502-2016-02206, 2183502-2016-02207, 2183502-2016-02208, 2183502-2016-02209, 2183502-2016-02210, 2183502-2016-02211, 2183502-2016-02213, 2183502-2016-02214, 2183502-2016-02215, 2183502-2016-02216, 2183502-2016-02217, 2183502-2016-02218, 2183502-2016-02219, 2183502-2016-02220, 2183502-2016-02221, 2183502-2016-02222, 2183502-2016-02223, 2183502-2016-02224, 2183502-2016-02225, and 2183502-2016-02226.